Event description:
The pt contacted lifescan in august 2005 alleging that her one touch ultra meter would not power on. The pt visited the pharmacy for assistance, since she had been unable to test for 1 month. The pharmacist used several batteries to resolve the power issue; however, the meter would only prompt the battery symbol. The pt did not experience any symptoms or seek any medical attention throughout the time of concern. Therefore, there is no indication that the product caused or contributed to injury. The customer service agent (csa) verified that the battery was less than 1 year old, the battery was correctly installed, the battery contacts were in good condition, and the correct test strips were being used. The csa walked the pt through pressing the power button and the meter would not power on. Due to the unresolved power issue, the product meets the criteria of a medical device reportable. Consequently, this complaint is being reported as a malfunction. The meter was replaced.